Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating, and nurses were unable to pull up patients. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating, and the device was in critical override. A field service engineer found that the device was not communicating. The engineer then reset the speed from 100 half-duplex to auto-negotiate and confirmed that the device started communicating, resolving the issue. The system functioned as intended after the field service engineer troubleshot the device.